Event description:
The customer had several episodes of dka. In one occasion the hospitalization was infusion set related. It was believed that the set was changed. However, there was no more info about the incidents. Also it was indicated that the lead screw test passed.